Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the clamp that attaches the smoke tubing to the photon blade melted and fractured in 3 different procedures. It was further reported that for all 3 procedures, there was a total delay of 2 hours to retrieve the fragments and ensure no fragments remained in the surgical site. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This MDR report is for the first event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that the clamp that attaches the smoke tubing to the photon blade melted and fractured in 3 different procedures. It was further reported that for all 3 procedures, there was a total delay of 2 hours to retrieve the fragments and ensure no fragments remained in the surgical site. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This MDR report is for the first event.